Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
No device was received. Only photos. Visual analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional information: red particles observed, on the surface of the shell. No further actions are required, as no manufacturing issues are observed. It is not possible to determine, the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, a right side rupture. Device has been explanted, replaced, and discarded.